Event description:
It was reported via repair work order that the patient right side rail does not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Reporting the catalog number, product code, and common device name. It was reported that the side rail would not latch upright. However, upon evaluation, there was no defect found and the issue was determined to be user error. The issue was resolved for the customer by training the customer on the correct procedure for operating the side rail.

Event description:
It was reported via repair work order that the patient right side rail does not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.